Manufacturer narrative:
(B)(4). Concomitant medical products: biomet unknown m2a head catalog#: unknown, lot#: unknown; biomet unknown taperloc stem, catalog#: unknown, lot#: unknown. (B)(4). The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. If any further information is received that alters our conclusion or information, a supplemental report will be submitted accordingly.

Event description:
It was reported in a journal article titled, "reduction in early dislocation rate with large-diameter femoral heads in primary total hip arthroplasty" that 7 patients had radiolucency in a single zone. Approx 1 patient had radiolucency in zone I, two patients in zone ii, and 4 patients in zone ii. None of the radiolucencies measured more than 2mm thick in any zone, and no patients had radiolucency in all zones. No revisions were reported and patient outcome is unknown. Attempts to obtain additional information have been made; however, no more is available at this time.